Manufacturer narrative:
Philips has started an investigation, a follow up/final report will be submitted once completed.

Event description:
Philips received a report the customer pressed the erdu button to quench the magnet as part of the deinstallation process. 10 minutes later the quench pipe broke and the helium was released in the room, the pressure buildup was so strong in the room that it blew the covers and caused extensive damage to the room.

Manufacturer narrative:
During a process where a panorama 1.0t system was decommissioned in canada, the quench of the magnet was triggered via the emergency magnet off/erdu (emergency run down unit) button, resulting in sustained damage to the system and its environment. No harm occurred. Unfortunately, the magnet itself was scrapped by the decommissioning team and the local field service engineer was only able to recover and return a small fraction of the magnet system for investigation. Identifying definitive root cause is therefore not possible so the most probable cause is used to drive the next steps. An air ice blockage in the service neck is determined to be the most probable cause for the overpressure event that occurred. All helium bath magnets are susceptible to air ingress therefore, air ingress will persist in installed systems over the life of the product and the risk of air ice accumulation must be addressed via maintenance activities. Based on the analyses performed to determine a design target for air ingress rate and volume of air ice that must form to create an obstruction, two actions are to be taken to address air ingress: 1. Perform an annual inspection to determine presence of ice and leaks, with further actions if ice or a leak is detected. 2. Enhance remote monitoring capability to evaluate helium levels and allow early identification of helium leaks that may lead to increased rates of air ingress. Performing these actions will address ice accumulation in the magnets that, when subjected to the right sequences of operating conditions, may lead to an obstruction and an overpressure event following a quench. In addition to the two actions to address ice accumulation in magnets, availability of decommissioning and service information was determined to be a contributor to the event. If the decommissioning procedure was followed the event likely would not have occurred; therefore, the decommissioning instructions will be made more publicly available. Finally, annual ice inspections will be added to the instructions for use to ensure owners are made more directly aware of the required maintenance to ensure safe operation.

Manufacturer narrative:
During a process where a panorama 1.0t system was about to be decommissioned in canada, the quench of the magnet was triggered via the emergency magnet off/erdu (emergency run down unit) button, resulting in sustained damage to the system and its environment. The root cause analysis is still ongoing. The most probably cause is a severe obstruction in the magnet service neck caused by air ingress and formation of nitrogen/oxygen ice. We are reliant upon execution of 2023-pd-mr-020 / fco 78100572 to collect field data to better understand and quantify the potential sources of air ingress, which may allow us to get to one level deeper in the root cause analysis. We are presently headed in the direction of mandatory ice checks as part of a standard preventive maintenance cycle being a corrective action.